Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels. Blood glucose level at the time of the incident was 189 mg/dl. Blood glucose level at the time of the call was over 600 mg/dl. The customer stated that the insulin pump did not have any alarms or alerts. During a follow up call, troubleshooting did not show any malfunction of the insulin pump. The device was not replaced or returned for analysis.